Manufacturer narrative:
(B)(4). Ni was added to the lot number field to replace the previously reported lot number 15f29h42.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the nurse resused solution bags, which are a single use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse reused solution bags during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was received for evaluation. A visual inspection was performed; no issues were noted.  A simulated therapy was performed with no issues. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. There was nothing found during evaluation that would cause or contribute to the reported issue. This is a report of a use error, where the nurse resused solution bags, which are a single use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.